Event description:
A malfunction was reported by the customer, but no notable events occurred prior to this. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, and they acknowledged these instructions.